Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the physician was unable to retract the stylet from the lead. Many attempts were made to retract the stylet without success. The lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of ¿unable to retract the stylet from the lead¿ was confirmed. A complete lead was returned in one piece with stylet stuck inside the lead. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped and was bunched up with the inner coil. The cause of the reported event was due to bunching of inner coil and ptfe coating of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly consistent with procedural damage.